Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was explanted due to a 'malfunction'. During the replacement procedure of an implantable cardiovertor defibrillator (ICD) this lead was found to have an insulation breach. The lead was replaced.